Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a260, serial # (B)(6), implanted: (B)(6) 2016, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2016, product type lead.

Event description:
A healthcare provider (hcp) reported the lead was implanted incorrectly in the wrong spot so the consumer had no leg pain relief. There were no traumas or falls reported related to this issue. It was noted a revision had not taken place at the current time, but one was scheduled to take place on (B)(6) 2016. Relevant medical history includes spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient was having a lead revision because stimulation was not in the correct location. The coverage wasn¿t adequate to capture the patient¿s needs on the left side.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a representative indicated that the lead revision was performed on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.